Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated he is having a problem charging his stimulator. Patient stated when he first got it it used to take 45 minutes to an hour to charge and now it is taking over 2 hours and sometimes they can never get it over 80%. Patient also mentioned they have terrible stomach pains when they turn up the stimulation and they can't raise the stimulation as high as they want to anymore. Patient called the representative today and they are going to call the patient back. Agent asked when the stomach pain started and patient said it has been a year but it was really bad and the representative worked on it and gotit to where they could work with it. Patient then said the pain returned about 6 months ago and they has tried all the different settings on the system and if they turns it down they can get rid of the pain but it doesn't do him any good on the back. Patient mentioned they had a fatty tumor over the implant and it was hard to manipulate the paddle on the implant without hitting the tumor so they had the tumor taken off and now there is nothing wrong back there. Patient states he will continue to work with rep on this and not worried about that now and is worried about the recharger. The patient was redirected to their healthcare provider to further address the issue. Agent sent request to repair for recharger.

Event description:
Additional information from the health care provider received that this respective patient is not from his patient's. Additional information received from the healthcare provider (hcp) stating that this patient is not upmc pinnacle pain management/or thopedic patient. They suggested to please update our systems so reports can get the correct provider in a timely fashion.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.